Event description:
Later it was reported that a generator reset was attempted on the device and the data after the device reset was sent for review. Per the review of the internal generator data after the reset, there were no resets registered indicating that the reset was not performed properly in the field. The patient is now referred for replacement/possible revision. It was recommended to the tm to try the reset again per the instructions in the IFU prior to the replacement surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later, it was reported that the generator was replaced. No additional reset attempts were performed despite the manufacturer's recommendation. No further troubleshooting was performed. The suspect device has not been received by the manufacturer to date.

Manufacturer narrative:
H8. Usage of device; corrected information; initial MDR inadvertently was not included in initial report. H11. Additional manufacturer narrative; corrected information; initial MDR inadvertently was not included in initial report. G2. Report source; supplemental MDR #2 inadvertently was not included in report. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis of the generator was completed. At one point in the analysis, error code 351 was encountered repeatedly when trying to program the ipg to pulse (the same error code reported in the complaint). Further attempts to reproduce the error failed and the failure could not be further analyzed. Outside of the one instance of the error code 351 seen in the product analysis lab, there was no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
It was reported that an error code 351 was observed while trying to interrogate a patient. This resulted in an inability to reprogram the device. Additional information was received indicating that on subsequent interrogation attempts error code 351 was encountered again. It was reported that troubleshooting was performed and there did not appear to be any interference from emi. Later, patient information for this event was received which in turn identified that another instance of error code 351 reported for this patient on (B)(6) 2025. On (B)(6) the patient was seen in clinic again in which a livanova representative was in attendance. It was reported that again, an error code 351 was observed while trying to interrogate a patient. In the clinic, all troubleshooting steps were exhausted such as: tablet and wand reset, confirming/repositioning the wand on the generator, interrogation in another location, used the a wired connection between wand and tablet, and used different combinations of wands and tablets (3 wands and 3 tablets used). Despite all of the attempted troubleshooting error code 351 was seen each time. This is event is suspected to be related to a generator issue. Tablet data was requested and subsequently provided. Per quality engineering review: it was identified that error code 351 is occurring every time the new parameters were tried to be programmed. When writing the new parameters into therapy, programmer expects a certain number of bytes to be returned upon write completion but in his case unrealistic values of (B)(4) bytes were returned. The programmer recognizes this discrepancy and does appropriately reflect the error. There were no other anomalies in the data or communications, and stimulation appears to be running as programmed. This error might possibly occur due to some kind of memory error / bit flip issue. The physician was advised to perform a generator reset. This reset has not been successfully performed to date. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date.